Event description:
It is reporting to us that during an arthroscopic knee repair, a portion of the distal tip of a driver broke off into the screw whilst the surgeon was driving the fixation device into the bone. The fragment was retrieved and the procedure was concluded successfully without further issue or harm to the patient. The complaint device is over 10 years old and was discarded at the user facility.

Manufacturer narrative:
Nothing is being returned, not lot number can be supplied, and, there was no patient consequence due to this issue. The complaint device is reported to be over 10 years old; we are attributing its condition to fair wear and tear through age/usage. No further action is warranted.